Manufacturer narrative:
Additional information was added: the device was manufactured from july 18, 2019 - july 22, 2019. The device was received for evaluation. A visual inspection was performed using the naked eye found the unit did not contain fluid in the bladder. Functional testing was performed by filling the device with green colored water. During fill, evidence of leak was observed coming out at the solvent-bonded junction of the tubing and stressmember. The reported condition was verified. The cause of the condition is a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was identified during a patient infusion with an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.